Event description:
It was reported that pump experienced malfunction alarm identified by malf 0, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer, assisted by technical support, reset pump using provided instructions, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction returned, and caller acknowledged and understood instructions.